Manufacturer narrative:
By the checking of dhrs no pre-existing anomalies were detected on the involved lot number 1308341. This is the first and only complaint received regarding this lot number 1308341. A final report will be submitted at the conclusion of the investigation.

Event description:
Revision surgery performed on (B)(6) 2025 due to breakage of the revision hip - uncemented stem d.20 mm l.200 mm (product code: 3816.15.020 - lot: 1308341). Together with the stem the revision neck (7515.15.010) was also explained (lot number unknown).the event occurred in switzerland.

Manufacturer narrative:
The device history records of the lot number involved were checked and no pre-existing anomaly was detected on the items manufactured with lima lot number: 1308341. This is the first and only complaint recorded on this lot number. The explanted stem was received for analysis. By the visual inspection, it was confirmed that the fracture occurred at the level of the stem male taper. The fracture appears compatible with a breakage due to fatigue; the visual analysis suggests that the mechanism might have started due to fretting phenomenon at the stem-neck modular junction. Based on the very few available information, we cannot determine with certainty the cause of the reported breakage, however, considering the absence of pre-existing anomalies by the check of the device history records and the visual inspection of the retrieved devices, we believe that the breakage occurred due to fretting started mechanism. Pms data: according to limacorporate pms data, the revision rate of the revision stems due to breakage is around (B)(4). Following a corrective/preventive action performed in the past, the shot-peening process on the male tapers of revision stems was introduced in 2015 to further increase the mechanical resistance of the modular connection between the stem and the neck. The femoral stem involved in this complaint was manufactured before the introduction of the shot peening treatment on the stem male tapers. Limacorporate is not aware of any breakages involving revision stems treated with shot-peening. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. This is a final MDR report.

Event description:
Revision surgery performed on (B)(6) 2025 due to breakage of the revision hip - uncemented stem d.20 mm l.200 mm (product code: 3816.15.020 - lot: 1308341). Together with the stem the revision neck (7515.15.010) was also explained (lot number unknown). The event occurred in switzerland.